Manufacturer narrative:
Additional information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical esophageal cancer surgery, after the esophagus-gastric anastomosis, when the stomach tube was inserted, it was pierced from the staple line of the anastomosis. The device partially fired and there was an incomplete staple line. They over sewed by hand the anastomosis to fix the staple line. The surgical time was extended by thirty minutes or more due to the product problem.